Event description:
It was reported that the 2800 system had an artifact in the image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The debris was cleaned from the image intensifier during the service call. The system was tested and found to be working as intended and put back into service.